Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was recently implanted and there was concerns about left ventricular (lv) pacing inhibition. Upon review, it was noted that the leads were from previous years. The left ventricular (lv) lead exhibited oversensing and pacing inhibition. Reprogramming efforts were discussed and recommended. Currently, this product remains in service and no adverse patient effects were reported.